Event description:
It was reported that the patient was admitted to the hospital for acute cholecystitis and underwent a cholecystectomy. Blood cultures showed methicillin-sensitive staphylococcus aureus bacteremia and the source was identified to be vegetation on the right ventricular (rv) lead. It was also reported that the patient was diagnosed with endocarditis. The patient's device system was explanted and the patient was treated with antibiotics. The patient is a participant in the improve sca clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.